Event description:
The pump alarmed. The pt called the clinic on friday. He was seen in the emergency room over the weekend due to the alarming and drug withdrawal symptoms. Symptoms included increased pain, nausea, vomiting, cramping, and shakiness. The pt was treated with oral medications which improved the symptoms. The pt was seen in clinic on monday. Telemetry confirmed a critical alarm; the pump was in safe state mode. The pump was updated out of safe state mode. The pt left the clinic. The pump began to audibly alarm the same day. The pt returned to clinic. Interrogation revealed no active alarm. Programming was accurate. The pt was seen the next day in clinic. The pump was in safe state again. There was no electromagnetic interference that would have caused the safe state. The pump was used to deliver morphine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).